Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 189 mg/dl. The customer reported that the insulin pump was submerged in water. The customer reported that the display of the insulin pump went blank. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump had an intermittent blank display due to moisture damage on electronic assembly. Insulin pump had a cracked reservoir tube, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.